Manufacturer narrative:
Sid (B)(6) .all available patient information was included, and no additional information was available. The investigation into this matter found that the mixer blade is held to the mixer by a screw/nut and caulking pins. It was noted that the screw and nut may fail and detach from the mixer. The caulking pins could then break and cause the mixer blade to separate from the mixer. With the mixer blade missing, the sample and reagent are inadequately mixed. A product correction letter was issued on 01 may 2019 to all customers with installed architect c4000, c8000, and c16000 processing modules informing them of the potential for the mixer blade to separate from the mixer, which could result in inadequate mixing of the reaction mixtures, leading to the potential for incorrect results. The letter instructs the customer to immediately inspect all mixers on the architect c systems, incorporate the mixer inspection procedure into their daily maintenance, and provide instructions on troubleshooting if an unusual noise is noted from the rear of the instrument or if any cuvette washer movement errors are generated.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument for two patients. The following data was provided (patient reference range 133 to 144 mmol/l): sid (B)(6): initial 132 mmol/l, repeat 138 and 137 mmol/l. Sid (B)(6): initial 138 mmol/l, repeat 141 mmol/l. The customer also noted imprecision on the qc for other assays (urine creatinine, amylase, glucose). No impact to patient management was reported. Additional results were added to the ticket on (B)(6) 2022. The customer observed falsely elevated glucose results generated on the architect c4000 instrument. The following data was provided (normal range 70-100 mg/dl): 1. Sid (B)(6): reported 104, corrected 87 (zone a). 2. Sid (B)(6): reported 164., corrected 147 (zone b). 3. Sid (B)(6): reported 164, corrected 147 (zone b). 4. Sid (B)(6): reported 98, corrected 88 (zone a). 5. Sid (B)(6): reported 162, corrected 143 (zone a). 6. Sid (B)(6): reported 107, corrected 92 (zone a). 7. Sid (B)(6): reported 102, corrected 91 (zone a). 8. Sid (B)(6): reported 154, corrected 135 (zone b). 9. Sid (B)(6): reported 141, corrected 128 (zone b). 10. Sid (B)(6): reported 120, corrected 107 (zone b). 11. Sid (B)(6): reported 145, corrected 128 (zone a). During an inspection of the instrument, the customer noted that the mixer blade has become detached from the mixer motor, which was replaced, and the replacement resolved the issue. No impact to patient management was reported.